Event description:
It was reported the pt was feeling an electric sensation at the pocket site of the ipg. The pt described it as a type of tingling sensation. It was reported the issue stops if the stimulation was turned off. The pt was working closely with his physician for the next course of action

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.